Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had an unknown mentor implant placed experienced capsular contracture (baker grade unknown) on an unknown side post procedure. As a result, device was replacement was performed. No additional event details are available at this time, if additional event details become available in the future, then a supplemental report will be submitted.